Event description:
It was reported the patient (B)(6) lost stimulation. An x-ray was taken for further evaluation revealing a kink in the lead. Surgical intervention was undertaken to address this issue. Intraoperative testing found invalid impedance measurements for lead contacts and visual inspection of the device confirmed breakage. As such, the patient's lead was replaced. Effective stimulation was recaptured following the procedure and impedance readings are reportedly within specifications.

Manufacturer narrative:
Evaluation: results: the returned lead was visually examined, and it revealed bent/kink with all the wires broken at approximately 25.0 cm from the stimulation end. The lead had cut outer tube at about 4.5 cm from the terminal end. Functional testing was not performed due to all broken wires in lead. (B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.